Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found the shuttle transducer atm calibration offset out of range. The fse recalibrated the unit. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check up, the cardiosave intra-aortic balloon pump (iabp) shows power-up test failed error #5. There was no patient involved.